Event description:
During preoperative checkout of the equipment, customer reportedly noted difficulty with the apl valve. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.